Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a motor error alarm, weak battery and loose drive support cap from the insulin pump. The customer's blood glucose was good. The father stated that the pump worked on one battery every 2 to 3 days. The customer stated that sometimes the motor error reoccurred. There was a no delivery and weak battery in the alarm history. The weak battery still persisted with a new battery cap. The drive support cap was loose.